Event description:
It ws reported that upon advancing the coil in the catheter, difficulty was encountered. Due to resistance, the catheter backed out of the target vessel and into the common hepatic vessel where the coil was placed. The coil was removed successfully using an intravascular snare. No harm was reported. Patient information - patient identifier, age and weight are not available.

Manufacturer narrative:
Sample analysis: a visual analysis of the returned device revealed the implant protruding from the distal tip of the microcatheter. The implant is damaged with the gen broken held together by the overcoil. The overcoil is stretched in to wire in some segments. The proximal segment appears folded or doubled over on itself. Excess blood residual is visible on the device and in the catheter. The catheter appears normal in appearance. The root cause of this complaint cannot be determined definitively. However, it appears a portion of the device was pulled (retracted) into the catheter. The IFU indicates not to retract the device within the catheter as this could damage the coil and result in device separation. The coil, microcatheter, and any retrieval device should be removed from the vasculature simultaneously. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.